Manufacturer narrative:
On 15-nov-2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 16-dec-2021, the product investigation was completed. It was reported that a 72-year-old female patient underwent a paroxysmal atrial fibrillation ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. Cardiac tamponade, invasive team had to drain pericardial blood. After draining, patient was stable and in relative good condition. Procedure was terminated. No surgery delayed due to the reported event. Ep procedure terminated. Pericardial blood was drained to stabilize the patient, successfully. The procedure was not successfully completed. Device evaluation details: visual analysis of the returned product revealed that no damage or anomalies were observed on the smart touch bidirectional catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30577291m number, and no internal action was found during the review. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the catheter that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a paroxysmal atrial fibrillation ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. Cardiac tamponade, invasive team had to drain pericardial blood. After draining, patient was stable and in relative good condition. Procedure was terminated. No surgery delayed due to the reported event. Ep procedure terminated. Pericardial blood was drained to stabilize the patient, successfully. The procedure was not successfully completed. Since the event is life threatening and might result in permanent impairment of a body function or permanent damage of a body structure, it is to be considered serious and MDR-reportable.